Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and will send a follow up letter to the patient. The patient complained that her one touch ultrasmart contained or reverted to three dashes at noon on an unspecified date in 2009. When a meter reverts to three dashes, it either is new and needs to be coded or briefly lost power and entered the set up mode. The patient, who self treats with insulin on a sliding scale, reportedly took no action. Two hours later, the patient had "blurred vision, sweats, and weakness." The patient was tested with another meter the same month, result 465 mg/dl; unknown if this was on the day the symptoms started. The patient received insulin (possibly 65 units/type not provided) from a non-hcp three days later. The alleged issue was not resolved. Because the patient reportedly developed symptoms that can be associated with hyperglycemia and required insulin when unable to test on her own meter, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.